Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there were high impedance measurements greater than 4000 ohms on electrodes 0,1, and 2. Patient stated while the therapy was on, she would have constant pain in the vaginal area. Impedance check performed at 1 amp and then increased to 1.5 amp. Impedance issue still remained. Patient stated that she had tried programs 1-7 with no success. Rep was able to reprogram the patient to case+ and 3 -. Patient could feel stimulation but no pain or discomfort reported. Patient will follow up in clinic in 1 month to reassess. Cause was not determined. Additional information was received from a manufacturer representative (rep). The rep reported that patient had device (lead and neurostimulator) replaced. Upon x ray, we found that the wire had been pulled from its original placement and had a bend in the wire. Rep attached pictures for reference. Patient had a new stimulator and lead placed. Saw for follow up today and she¿s responding well to the therapy. Account did not release old product to them to send back.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128; lot#: va2hxqm; product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there were high impedance measurements greater than 4000 ohms on electrodes 0,1, and 2. Patient stated while the therapy was on, she would have constant pain in the vaginal area. Impedance check performed at 1 amp and then increased to 1.5 amp. Impedance issue still remained. Patient stated that she had tried programs 1-7 with no success. Rep was able to reprogram the patient to case+ and 3 -. Patient could feel stimulation but no pain or discomfort reported. Patient will follow up in clinic in 1 month to reassess. Cause was not determined. (B)(6) 2022 mpxr 951653.1, imgx3 (rep): additional information was received from a manufacturer representative (rep). The rep reported that patient had device (lead and neurostimulator) replaced. Upon x ray, we found that the wire had been pulled from its original placement and had a bend in the wire. Rep attached pictures for reference. Patient had a new stimulator and lead placed. Saw for follow up today and she¿s responding well to the therapy. Account did not release old product to them to send back. (B)(6) 2022 e1 (rep): additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue is unknown, it¿s assumed that she had a significant fall but unable to confirm. The most likely cause is some type of trauma but patient could not remember. She is confined to a chair a lot of times.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hxqm product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.